Event description:
The customer reported a charger failure and ad channel error. Customer tried to order parts and was not able to. Ordered filament driver pcb and power cap module for unit.

Manufacturer narrative:
The customer troubleshot the system and requested a filament driver pcb to be ordered along with power cap module. The ge service rep ordered both parts for customer, and installed as required and verified operation. The service rep performed filament cal after filament pcb replacement. Unit working as intended, and returned to service.